Event description:
It is reported that the customer received a motor error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer does not recal any significant event that could have led to the motor error. The pump was shipped back and tested. The pump was received with a cracked display window, and broken belt clip. There was no further information provided

Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, scratched lcd window.